Manufacturer narrative:
The reported field event of noise was not confirmed in the laboratory. Visual inspection did not note any anomalies. A longevity assessment was performed and normal battery depletion was observed. The device was tested on the bench and no anomalies were found. The cause of the reported noise could not be determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
New information received: the device was explanted and replaced. No further information available at this time.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented remote via merlin.net transmission, noise reversion episode was noted. Programming changes were recommended. Rn discussed bringing patient in for programming changes when patient's device battery is 3 months until eri.